Manufacturer narrative:
The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient reported left side rupture and "breast cancer" (not device-related). Healthcare professional later reported left side "hyperechoic lymph node in lt. Axilla level 1,2, r/o silicone uptake d/t implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: lymphadenopathy: unable to observe since it is not related to the device. Cancer breast-ndr: not applicable as the event is not related to the device. Rupture: no observed openings on the device. Additional observations: crease fold and deformation device observed on the device. Yellow and purple particles were observed on the device. No further actions are required as the device was implanted.

Event description:
Patient reported left side rupture and "breast cancer" (not device-related). Healthcare professional later reported left side "hyperechoic lymph node in lt. Axilla level 1,2, r/o silicone uptake d/t implant rupture". Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture and breast cancer ndr. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Device has been explanted and replaced.